Manufacturer narrative:
Upon follow up the nurse reported the patient experienced sterile peritonitis. The cause of peritonitis was unknown. The same day as event onset the patient was treated with vancomycin (2 g every four days, discontinued 11 days after event onset, route not reported). The same day the patient was recovered from the peritonitis event. (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The event was manifested by cloudy effluent. It was not reported if the patient was hospitalized for the event. On the same day as the event onset, the patient received unspecified treatment (not further specified). Action taken with dianeal and extraneal therapies were not reported. At the time of this report, the patient outcome and recovery status were not reported. No additional information is available.